Event description:
The customer stated that she performed control tests using her contour meter and received a result of 57 mg/d. The normal control range is 97-134 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement strips wiil be sent.